Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon leaving pieces inside - vagina [foreign body in reproductive tract]. Upon pulling out [tampon] crumbled. Leaving pieces inside [complication of device removal]. [Tampon] crumbled [device breakage]. Case narrative: consumer reported via email that the tampon crumbled upon pulling out. No serious injury was reported.